Event description:
The customer contacted stryker to report that their device's main keypad is not functioning. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker replaced the user interface pcba to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly. It was determined that the memory of integrated circuit chip, designator u5 had shorted and caused the reported issue.

Event description:
The customer contacted stryker to report that their device's main keypad is not functioning. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.